Event description:
The rptr indicated that their dell x50 would not charge and that it would show a black screen even after charging the device overnight. The product was returned and is currently awaiting analysis.